Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had known severe mitral regurgitation (mr) and mild-moderate aortic insufficiency (ai) and reported with chest pain, dizziness and fatigue. A transthoracic echocardiogram (tte) was done and found echo density in the right sinus of valsalva which confirmed thrombus on computed tomography angiography (cta). Waveforms were attached for evaluation; however, there were no left ventricular assist device (lvad) alarms noted upon interrogation. The patient had been on warfarin with an international normalized ratio (inr) within therapeutic range. The inr goal was increased to 2.5-3.5 (was 2.0-3.0). The log files were reviewed and contained clusters of pulsatility index (pi) events as well as routine power source changes. Additionally, it appeared the patient was sleeping on battery power which was not recommended per the instructions for use because alarms aren't echoed and may not be heard. Based on the data the device appeared to be operating as intended. Transplant evaluation was offered and the patient was taking some time to consider the offer to be evaluated for transplant. There was CT surgery consulted with no other surgical options offered. In a pre-lvad implant echocardiogram on (B)(6) 2023 the patient had a tricuspid valve replacement at the time of implant. The results of this pre-lvad echocardiogram were ventricular and valvular function were interrogated following cardioversion in sinus rhythm. There was severely increased left ventricular cavity size. Severely decreased left ventricular systolic function. Lvef calculated by 3de was 21 %. Mildly increased right ventricular cavity size. Mildly decreased right ventricular systolic function. Right ventricular systolic pressure was difficult to determine due to severe tricuspid regurgitation. No interatrial shunt by color doppler. Interatrial septum was bowed toward the right, consistent with elevated left atrial pressure. Aortic valve was trileaflet. No aortic stenosis. Trace aortic regurgitation. Mitral valve appeared tethered. Posterior mitral leaflet has restricted mobility. Severe mitral regurgitation. Mitral regurgitation jet was directed posteriorly. Systolic flow reversal in the pulmonary veins with mitral regurgitation present. No mitral stenosis. Eroa by pisa= 0.43 cm2 with calculated regurgitant volume = 64 ml, 3d mitral vca (vena contracta) = 0.47 cm2. Tricuspid valve appeared tethered. Severe tricuspid regurgitation. There is a visible coaptation gap that measures 0. 7 cm at o degrees. 3d vena contracta is 1.80 cm2. Hepatic vein doppler showed systolic flow reversal. All visible segments of the aorta were normal in size. Gracie ii aortic plaque. No significant pericardial effusion. Compared with the prior study, dated 08oct2021, there was no significant change. Post lvad echocardiograms were done and (B)(6) 2023 and showed mild aortic regurgitation and no mitral regurgitation (2916596-2025-03832). On (B)(6) 2024, there was moderate aortic regurgitation and mild mitral regurgitation (2916596-2025-03831). On (B)(6) 2025, the echocardiogram showed mild-moderate aortic regurgitation and moderate-severe mitral regurgitation. On (B)(6) 2025, there was moderate mitral regurgitation and mild-moderate aortic regurgitation. On (B)(6) 2025, there was severe mitral regurgitation and moderate aortic regurgitation. There was no medical documentation that the patient's lvad therapy contributed to or worsened the patient's mitral regurgitation or aortic insufficiency. The patient was at home with an increase inr goal and was considering being evaluated for heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including thromboembolism, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.